Event description:
Reportedly, the hemostasis at the seal site ruptured one day after the operation. The facility report this resulted in henorrahaging, shock, re-operation and blood transfusion all of which were a vital risk for this patient. As a result the client has stopped this type of devices for hemostasis of large vascular trunks.